Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to an increased urinary incontinence resulting in the patients increased use of pads. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon. After being removed form the patient the physician filled the balloon with a small volume and the balloon 'explodes'. It is suspected by the physician that there was a small leak in the balloon causing the cuff not to fully close on the urethra.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported allegation of balloon hole was confirmed via analysis as there was a visible tear in the balloon shell. The tear in the balloon shell is consistent with component bulging and material thinning. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified a tear in the balloon shell. The tear identified is consistent with bulging of the component and material thinning. The balloon was not functionally tested as the reported allegation were confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to an increased urinary incontinence resulting in the patients increased use of pads. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon. After being removed form the patient the physician filled the balloon with a small volume and the balloon 'explodes'. It is suspected by the physician that there was a small leak in the balloon causing the cuff not to fully close on the urethra.